Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04921. It was reported that patient complications occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® laa closure device and delivery system was advanced through a watchman® access system. The device was deployed as normal, but not released. A couple contrast injections were done. A tug was performed then an extra cine of the device in anterior-posterior (ap) caudal with no contrast injection. They began to measure the device on echo and a couple of minutes passed. While measuring anesthesia they noticed st elevation, bradycardia (30bpm), hypotension and the right ventricle was hypodynamic. No effusion was noted. The physician obtained right femoral artery access and engaged the right coronary artery (rca) with a jr4 catheter. Contrast was injected and showed the rca was 100% open with no signs of air embolism. Left femoral vein access was obtained in preparation for temporary pace maker. The jr4 catheter was removed from the rca. A jl4 catheter was inserted and the left coronary system was injected with contrast and was 100% open with no signs of air embolism. The patient began to stabilize. Final measurements were completed and the device was released. No further patient complications were reported.